Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable as this device is not an implantable device. If explanted, give date: not applicable as this device is not an explantable device. Concomitant products: intraocular lens, model aab00, serial unknown and phaco handpiece, sn (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. Device evaluation: the product evaluation could not be performed as no sample was returned for investigation. The reported complaint cannot be confirmed. Manufacturing records review: a manufacturing record review was performed and no deviation related to this complaint is reported in the manufacturing record. A search of complaint system revealed no similar complaints have previously been reported on this batch. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient developed endophthalmitis post-surgery where healon gv pro was used. The reporter indicated that they do not have any reason to believe that the cause was johnson & johnson (j&j) product related. No additional information was provided. This report captures the event for healon gv pro. A separate report is being submitted for each j&j device used in this case.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.